Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that they experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the abdomen. The patient symptoms were not documented. On (B)(6) 2024, the cgm was reading 84 mg/dl and the blood glucose by the spouse was 21 mg/dl. The spouse provided carbohydrates and called 911. The bg by emergency medical services (ems) was 59 mg/dl and the display device showed temporary issue, wait 3 hours. The patient was transported to the emergency department (ed) and received intravenous (IV) fluids. In the ed, the bg was 482 mg/dl while the egv was high. The patient was given IV insulin and discharged after 5-6 hours. There was no documentation of further medical evaluation or intervention. On (B)(6) 2024, the patient was stable at the time of the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.